Manufacturer narrative:
Additional information has been requested and is currently not available. No trend analysis could be performed as the event information is not related to the biolox head. Device history records: the device manufacturing quality records indicate that the released component met all requirements to perform as intended. Event summary: it is reported that the patient underwent tha with tm modular cup - biolox head on (B)(6) 2017 and underwent revision on (B)(6) 2017 . It was reported that per the surgeon's post-operative evaluation the acetabular component never gained fixation and became loose. Thus biolox head was also revised. Review of received data - 6 x-rays and one picture of the explanted devices are available for review. One x-ray dated (B)(6), 2017 shows the patient's pelvis in ap view. The patient has bilateral hip replacements. The biolox head involved in this complaint is implanted on the left hip side of the patient. Two other x-rays showing only the left hip are available for the same date. One x-ray dated (B)(6), 2017 shows the patient's pelvis in ap view. A radiolucent area is visible around the contour of the cup and the cup position changed compared to the previous x-ray. With respect to the biolox head nothing conspicuous can be stated. Two other x-rays showing only the left hip are available for the same date. The picture of the explanted devices shows the cup, the had, the inlay and two screws. The longest screw is fractured in two pieces. - the surgical notes of implantation and revision are at hand. The surgical notes of implantation are dated (B)(6), 2017 and describe the implantation of a trabecular metal cup with two screws, a pe inlay, a ceramic head (36mm head with +7mm taper) and a versys stem. The surgery was performed according preoperative planning, with 6mm leg length gain. The office visit notes dated (B)(6), 2017 reports that the patient is returning for the postoperative follow-up visit. The patient reports moderate pain and minimal swelling on the operative side. In the imaging results it is noted "increased abduction of acetabular component compared to previous x-rays. Cemented stem in good position". As plan, following is described "I discussed the x-ray findings and explained the likely cause of the pain and the patient's left groin. She has acetabular loosening. Unfortunate she has not achieved ingrowth of this component and has shifted in position. This could be due to the large acetabular cyst are present but most likely due to the poor bone quality that she had at the time of surgery.". The office visit notes dated (B)(6), 2017 reports that the patient is returning for the preparation for her revision surgery. The notes report "I think the reason for the loosening is likely due to her poor bone quality and I propose multi hole tm cup with multiple screw fixation.". The surgical notes of revision are dated (B)(6), 2017 and describe the revision of acetabular component and of the femoral head. In the history and indication it is noted that "she has noted significant subchondral cysts on the acetabulum and a trabecular metal cup was used for this reason, along with notice of softer bone at the time of initial surgery. She had subsequent x-rays at 6 week and 3 month follow-ups and there was failure of osseointegration with abduction that was increased in the acetabular component." In the procedure, it is described that one screw was broken, and that the cup was not osseointegrated. A new femoral head was implanted (size 36mm, +10.5 mm taper). With respect to the biolox head nothing conspicuous can be stated. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. The product location is unknown. Review of product documentation - the compatibility check was performed from (B)(6) and showed that the product combination was approved by zimmer biomet. - biolox delta ceram fem head - package insert ed. 05/13 states that in the contraindications: "patient¿s physical conditions that would eliminate or tend to eliminate adequate implant support or prevent the use of an appropriately sized implant, e.g. Previous surgery, insufficient quality or quantity of bone resulting from conditions such as cancer or congenital dislocation, metabolic bone disease of the upper femur or pelvis, femoral osteotomy revision, girdlestone revision, osteoporosis, osteomyelitis, neuromuscular compromise or vascular deficiency in the affected limb in sufficient degree to render the procedure unjustifiable (e.g. Absence of musculoligamentous supporting structures, joint neuropathy) or other conditions that may lead to inadequate skeletal fixation." Root cause analysis it is reported that the patient underwent tha with tm modular cup - biolox head on (B)(6) 2017 and underwent revision on (B)(6), 2017 due to acetabular component loosening and migration. The biolox head was also revised. The review of the x-rays and of the surgical and visit notes confirm that revision surgery was performed due to lack of cup osseointegration, loosening and migration. The surgical notes also reports that the patient has subchondral cysts and poor bone quality. It is stated that the surgeon thinks that "the reason for the loosening is likely due to her poor bone quality". According to the available information, the biolox head seems not to be involved in the event, but was revised together with the other components. Conclusion summary according to the available information, the biolox head seems not to be involved in the event, but was revised together with the other components. Therefore, the most probable root cause for biolox head revision is not related to the head, but to cup loosening most probable due to patient's poor bone quality. The need for corrective measures is not indicated and zimmer (B)(4) consider this case as closed. Zimmer biomet`s reference number of this file is (B)(4).

Manufacturer narrative:
X-rays, surgical reports (operative reports) were received and will be reviewed as part of ongoing investigation. The manufacturer did not receive the device for investigation. The lot number of the device was received. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Additional information has been requested and is currently not available. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a biolox® delta, ceramic femoral head, xl, ø 36/+7, taper 12/14 on the left side on (B)(6) 2017 and the patient underwent revision surgery on (B)(6) 2017 due to pain, cyst, loosening of acetabular component and swelling.